Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.

Event description:
It was reported that the device was firing straight shots.